Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had reverted to the default time/date a couple of times 4 months earlier. The patient did not allege any harm or injury because of the reported issue. The patient indicated that the pump was maintaining the date/time when the battery would be removed for less than 24 hours. The patient claimed that the pump was delivering appropriately. She denied that the pump's date/time had reverted to default settings since the issue had occurred 4 months earlier. The alleged issue was not resolved with troubleshooting. The pump was not replaced at the time of contact with anm on (B)(4) 2012, since the patient was in the process of changing her insurance. The patient was advised to monitor the pump's date/time closely. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a date/time issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.